Event description:
A user facility reported that during insertion of an intraocular lens (iol) the patient developed a rupture of the posterior capsule. The association between this event and the iol is not known. Additional information has been requested.